Event description:
A report was received that stated the pump alarmed "error code 44510". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Investigation was able to verify the customer's complaint of error code 44510. When powered up the device displayed error code 44510 with a continuous alarm. The error code alarm was determined to have been caused by the malfunction of the pump circuit board. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests corruption.